Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that an odor was coming from the blue piece of the purewick female external catheter like something was burning and the patient was hardly urinating. It was stated that the patient would be cleaning with vinegar and water to help and nothing else was needed. It was noted that the patient had been using the purewick products for less than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that an odor was coming from the blue piece of the purewick female external catheter like something was burning and the patient was hardly urinating. It was stated that the patient would be cleaning with vinegar and water to help and nothing else was needed. It was noted that the patient had been using the purewick products for less than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that an odor was coming from the blue piece of the purewick female external catheter like something was burning and the patient was hardly urinating. It was stated that the patient would be cleaning with vinegar and water to help and nothing else was needed. It was noted that the patient had been using the purewick products for less than 90 days.